Event description:
This was a cardiac lead removal case conducted in the hybrid operating room suite to remove a total of 4 leads due to an acute pocket infection. The pt's ra lead was implanted 9 years, both rn leads 5.5 years and the lv lead 5 years prior to this extraction. The md prepped the pt's leads and inserted a lld-ez into each. The ICD leads were successfully extracted. The 1st lead with the use of a 14f sls ii, upsizing to a 16f sls ii, and the 2nd lead with manual traction. The 3rd lead extracted with sls was the lv and the last lead was the ra. Just after the lead released from the cardiac wall the pt's arterial blood pressure declined. Fluoroscopy showed a perforation, the CT surgeon prepped the pt's chest and performed an emergent sternotomy. The perforation was located at the svc/arterial junction was successfully repaired. The pt stabilized and was transferred to the ICU for observation. There were no devices retained for return analysis. Several unsuccessful attempts were made to obtain further device lot info.